Event description:
A patient reported to be in treatment for nearly 2 years and results were not met. The patient was upset about lack of progress and had concerns about using the hyperbyte for more than 2 years. The patient wanted a letter of clearance stating she was safe to continue using hyperbyte. However, the patient was referred to their dentist due to the lack of progress and needs traditional orthodontic techniques.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.